Manufacturer narrative:
The insulin pump was received with currents in specification. There was no unexpected off no power alarm, failed battery alarm, or off no power without low battery or battery out limit alarm. The pump passed the rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery alarm, and displacement test. There was no motor error alarm. The motor passed motor the test. The pump had a minor scratched lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call that the customer was receiving failed battery test alarms and motor error alarms on the insulin pump. Customer also had an off no power alarm when they changed the battery and they did not have a no battery alarm. Customer's blood glucose was 351 mg/dl at the time of the incident. Customer's mother found that neither the battery compartment nor the spring were damaged or corroded. Customer did not receive a failed battery test alarm during troubleshooting. Customer was advised to monitor the pump. Customer was advised that the insulin pump will be replaced for the motor error as the customer had 2 motor error alarms in the last 30 days. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.